Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a severely calcified and moderately tortuous superficial femoral artery. A non-bsc stent was implanted on the target lesion following a non-bsc introducer sheath. A 5.0mmx20mmx135cm (4f) sterling balloon catheter was selected and advanced for post-dilation. On the 1st inflaton at 14 atmospheres using an encore inflation device, the balloon ruptured. A sterling 5x60 was then used to complete the procedure. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).